Event description:
It was reported that a patient receiving v.a.c. Therapy for a stage IV sacral pressure ulcer was allegedly admitted to the hospital and required extensive wound debridement after his v.a.c. Dressing was misapplied and the wound regressed. According to a nurse caring for the patient, v.a.c. Therapy was reapplied after debridement and the patient continued to receive therapy as of early 2009. The nurse also stated that although the wound had not completely resolved it was improving and the patient was stable as of the same day.

Manufacturer narrative:
According to the case manager at the patient's hospital, the home healthcare agency (hha) staff did not achieve an adequate seal with the v.a.c. Dressing. The case manager stated that, as a result, this caused further break down of the wound site. According to a nurse caring for the patient, the patient was also in a very bad home environment; however, specific details regarding the home environment were not provided. The nurse stated that both of these factors played a role in the regression of the wound, which ultimately required the patient to be admitted to the hospital for extensive wound debridement. Instructions for the proper application of the v.ac. Dressing are provided with each product and are also available online. Although no device malfunction was reported and the nurse indicated that user error may have contributed to the event, this is being reported as the patient required surgical intervention to resolve the condition.